Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system was stuck on shutting down window. After reviewing the log file fse confirmed that there is a malfunction in flex vision pc. The fse replaced the flex vision pc and hard disk and did lots of several tests. After replaced the flex vision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system was not booting past 00:00. The system was not in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.